Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated non-recoverable faults occurred. The staff power cycled the system, but the error returned. The intuitive tech support engineer (tse) reviewed the system logs and found error 86 against the intuitive core controller (icc). The tse walked the customer through a hard reboot of the system. The system booted up without any errors. The tse advised that there is a chance that the error may return. The staff advised that they would swap out the vision side cart (vsc) if the error returned. The procedure was reportedly being completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the system did not present any faults when initially powered on. The faults started during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the redundant power tray assembly for failure analysis investigation. The unit was analyzed and upon visual inspection, it was found the intuitive surgical core power distribution (ipd) connector was bend. The unit was then installed onto a known good system, after starting the power tray triggered error 86 right away. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a damaged ipd pca connector causing the voltage delivered to the adc was out of the expected limits. This issue can be resolved by replacing the ipd board.